Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corrosion on the keypad traces. No button error alarms were noted. The insulin pump had a cracked case on the display window corners, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, scratches on the reservoir tube window, and a missing end cap sticker.

Event description:
It is reported that the customer had high blood glucose levels of 185 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that the keypad of the insulin pump was not responding. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.